Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, a short study occurred with the device. The patient had returned to the office to upload what they had and to re-record, but it kept searching for the capsule. The patient underwent an xray to make sure the capsule was still present and in place. The capsule appeared to have stopped transmitting. Of the study that was retrieved, it appears that the study is normal and it was verified that it was still attached. The capsule stopped transmitting.

Manufacturer narrative:
Evaluation summary: one accuview graph was returned to medtronic for evaluation. After reviewing the graph, it was concluded that the signal suddenly stopped after 16.04 hours. The capsule ph signal was normal. Replication of the reported condition can occur if the recorder stopped recording for various reasons such as: the recorder's battery discharged prematurely, the recorder's battery was not fully charged, or if the patient stopped recording by mistake. Because the recorder, the capsule, and the delivery system were not returned for evaluation, a root cause cannot be determined at this time. A review of the device history record of the capsule lot number indicated that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.